Manufacturer narrative:
Other applicable components are: product ID: 37751, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2018, (B)(4): information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for headache and spinal pain. It was reported that the recharger wasn¿t working right when charging the implant. The consumer reported that they are able to get and maintain all 8 coupling boxes, but the implant will not charge. The consumer also reported that they are not able to connect with the implant at all. The consumer stated that they were told by the rep that the recharger needed to be replaced. The patient reported that they were suffering with pain. Poor coupling issue was also reported. No patient complications have been reported because of this event.